Manufacturer narrative:
The device is included in the neuromodulation implantable pulse generator (ipg) inaccurate elective replacement indicator advisory notice issued by abbott (B)(6) 2017.

Event description:
It was reported the elective replacement indicator (eri) was displayed. It is unknown if the patient is still receiving therapy. No additional information is available at this time.

Manufacturer narrative:
Additional information was obtained.

Event description:
The wireless update has cleared the message. Patient has effective therapy.